Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The device was explanted on (B)(6) 2014. The patient was in good condition prior and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that the device could not be interrogated due to a premature battery depletion.